Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to above 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours. As treatment, manual injections using an insulin pen were given.